Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field:d4 (unique identifier (UDI)#), e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit was dropped causing damage to the helium reservoir. The fse replaced the helium reservoir and the console cover. The fse stated that there were no issues with the touchscreen as it was an operator error. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received part helium reservoir with a reported unit failure of a helium leak due to physical damage. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No helium leak confirmed. All tests passed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Based on the evaluation results provided by the fse, the failure occurred due to a damaged part. The issue was resolved by replacing the console cover. The part is not available for return. However, the fse stated that this was caused by customer abuse of the unit. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. The fse stated that the touchscreen malfunction was an operator error.

Event description:
N/a

Manufacturer narrative:
Corrected data: usage of device. Updated data: b4, g3, g6, h1, h2, h11.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium and unable to use some buttons on touch screen and rear cover is bent. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.